Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user newly connected to the ilet bionic pancreas experienced a low blood glucose event to 68 mg/dl after starting at approximately 200 mg/dl, consistent with insulin delivery and the device¿s learning phase; the user wore a dexcom g6 cgm and received education on learning phase expectations and proper correction techniques. Symptoms included hypoglycemia. Outcomes included stabilization of blood glucose without overcorrection and no hospitalization. Investigation included troubleshooting and user education performed by support personnel with follow-up to confirm resolution. Investigation of this case revealed no device malfunction identified and that the event was consistent with early therapy adaptation during the learning phase. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.